Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, there was some friction of the valve while advancing through the sheath, but not enough to be of concern. The physician noticed that the tip of the e-sheath was torn at the distal end. The patient's final outcome is stable with symptoms of a mild stroke. There was no harm to patient. Upon follow up, the fcs advised that the distal tip was split. There was no resistance during the insertion of the esheath or delivery system. There were no difficulties during delivery system withdrawal or esheath removal. It is unknown at what point of the procedure that the event occurred, as it was discovered upon withdrawal. The esheath was not torqued during the procedure. There was no patient injury. The perceived root cause of the event is unknown. The device will be returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions, h10, and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. Available information suggests improper tip expansion likely contributed to the event. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. The complaint for difficulty advancing through sheath was unable to be confirmed based on the evaluation of the returned device. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during a tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, there was some friction of the valve while advancing through the sheath, but not enough to be of concern.' It is possible that resistance was experienced at the distal end of the sheath due to the improper expansion of the tip. It is also possible that patient factors, such as calcification, tortuosity, undersized vessel, were present and created a restricted/constrained condition that resulted in resistance during delivery system advancement. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. However, due to limited information provided and as the location of the resistance was not reported, a definitive root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.